Manufacturer narrative:
(B)(4). The service technician was able to duplicate customer reported complaint. During testing, the turbine assembly did not rotate and would produce a visual/audible disc/sense alarms. Internal inspection revealed white residue. The white residue found on this turbine is consistent with residues that have been identified using (B)(4) analysis as containing primary ions of aluminum, alumina, and aluminum hydroxide. The aluminum, alumina, and aluminum hydroxide are consistent with corrosion products of the aluminum turbine. Corrosion of aluminum is an oxidation process will occur when bare aluminum is exposed to water. The likely cause of the white residue in the turbine was exposure to water causing the turbine to corrode. The turbine manifold assembly was scrapped and replaced.

Event description:
The customer stated that "the turbine seized during bench testing after 24 hour run, there was no patient harm/involvement reported.